Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. Additional information requested.

Event description:
The doctor reports a defective guide wire. A new device was used.

Event description:
The doctor reports a defective guide wire. A new device was used.

Manufacturer narrative:
(B)(4). Additional information received regarding the event: "the event took place the uci - chief coordinator confirms that the patient left the clinic, that there was no greater complication with him, the event presented was with the guide that traveled the patient and once they managed to remove it came frayed". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.